Event description:
Btm was implanted upside down using staples to the left foot dorsum for a chronic diabetic foot ulcer by a registrar who was not familiar with btm.

Manufacturer narrative:
A batch review was performed for lot 230113l4, and it was concluded there were no events associated with manufacturing that could have affected product safety as the batch met all specifications at the time of distribution. Based on the clinical details available the cause of the reported incident was due to user error. The risk is documented in the device risk management file and is adequately mitigated via instructions for use supplied with the device. As a result of the investigation, it¿s been concluded there is no product risk, no review and reference of the risk assessment is required at this stage, a corrective and preventive action is not required, and the case will be subject to trending according to documented procedures.